Manufacturer narrative:
Evaluation of suspect electromagnetic emitter findings as follows: the field generator was connected to a test system with the cranial software application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #5.

Event description:
A medtronic representative reported that while in a cranial shunt procedure, the emitter was not functional, showing red status in the tracking fields. In trouble-shooting, the emitter was replaced, using an emitter from a different navigation system. There was no delay to the surgery. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported the navigation system emitter was replaced with a new emitter. The system was tested and worked properly. No parts have been returned to manufacturer for analysis. No further issues have been reported.